Event description:
It was reported that the case involved the left internal carotid artery that was severely tortuous via access through the right femoral artery. Predilatation was performed with a non-abbott balloon catheter. An accunet was attempted to cross to the lesion site, but it would not due to the severe tortuosity and it was removed with no issue or resistance. A filter (non-abbott) was deployed. After deployment of the acculink stent and upon removal of the delivery catheter, the shaft separated in the anatomy. Upon removal of the filter, it caught on the acculink stent. The physician then accessed the left femoral artery. Using a non-abbott sheath, another filter (non-abbott) was put above the filter that got caught on the acculink stent. Postdilatation of the acculink stent was performed with a non-abbott balloon catheter and all looked good. The filter was pulled out through the stent capturing the other filter and the separated delivery catheter shaft. The patient did very well throughout the procedure and there was no adverse patient sequela. However, there was a delay in the procedure. No additional information was provided.

Event description:
It was reported that the case involved the left internal carotid artery that was severely tortuous via access through the right femoral artery. Predilatation was performed with a non-abbott balloon catheter. A filter (non-abbott) was deployed. After deployment of the acculink stent and upon removal of the delivery catheter, the shaft separated in the anatomy. Upon removal of the filter, it caught on the acculink stent. The physician then accessed the left femoral artery. Using a non-abbott sheath, another filter (type unknown) was put above the filter that got caught on the acculink stent. Postdilatation of the acculink stent was performed with a non-abbott balloon catheter and all looked good. The filter was pulled out through the stent capturing the non-abbott filter and the separated delivery catheter shaft. The patient did very well throughout the procedure and there was no adverse patient sequela. However, there was a delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the shaft separation. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. Based on the available information reviewed, investigation, there is no evidence to suggest that a product deficiency is suspected.